Event description:
Narrative: extravasation. A (B)(6) male presented for a cta runoff. Protocol to inject 150 ml of nonionic contrast at a flow rate of 3.0 ml/sec through a 20g angiocath located in the wrist vein. The injector delivered 70 ml when the extravasation became apparent and the injection was stopped. No eda (extravasation detection accessory) alarm sounded. Examination of the pt's hand showed minor swelling. The hand was elevated and ice and cold compresses applied. No further adverse effects were noted, and the pt was released. (B)(4).

Manufacturer narrative:
In the opinion of the acist (B)(4), this incident represents a false negative (i.e. Extravasation detection accessory (eda) alarm never sounded with extravasation greater than 20ml) extravasations of >50 ml of nonionic contrast media have a low to moderate probability of causing serious harm or permanent injury to the pt. No medical or surgical intervention other than hand elevation and ice cold compresses were required. The extravasation detection accessory was tested by an acist device application specialist on (B)(4) 2012, and the eda system with the patch worked fine. No problem was found.